Manufacturer narrative:
(B)(4). Additional investigation summary: a suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional investigation summary: it was received for analysis an empty opened box and ten unopened samples of product code z494g, lot pdz411. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no breakage needle was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz411 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. The diagnosis and indication for the index surgical procedure? Right hip tylectomy. Does a piece of the device remain retained in the patient's tissue? No, the needle fragment was pulled out of the tissue with forceps. If retained, please advise in what structure/tissue the device is located? If no device is retained in the patient, please clarify if the device was removed during the initial hip procedure on (B)(6) 2019. No further information is available. If not removed during the procedure on (B)(6) 2019, please provide the date of the second surgical procedure. On what tissue was the suture used? On the dermis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Other relevant patient history/concomitant medications: no further information is available. What is the patient¿s current status? As of september 3, there is no problem with the patient's condition.

Event description:
It was reported that the patient underwent right hip tylectomy on (B)(6) 2019 and suture was used. During the procedure, suture was used for dermo stitch on the hip by continuous suturing. During the second stitch after the first stitch, the needle was broken at the swage part in the tissue. There is a high possibility that the needle was held near the swage part. There is a possibility that a broken piece remained in the patient. It took 15 to 20 minutes for removal of the broken piece of the needle and search for broken piece left inside the patient. The needle fragment was confirmed with x-ray. The needle fragment was pulled out of the tissue with forceps. The surgeon opined that needle was held near the swage part, but during usage of this suture for over 10 years, they had never experienced this kind of event. Another contributing factor was reported to be that the gripping position. The patient is hospitalized currently. As of (B)(6) 2019, there is no problem with the patient's condition. There were no adverse patient consequences reported.